Event description:
It was reported that a request to review a couple of this patient's cardiac episodes was made as it was unclear if the episodes were noise or real arrhythmias. The patient was hospitalized due to septic shock at the time of these inquiries. Technical services (ts) reviewed the episodes and stated they were atrial fibrillations with very irregular ventricular rates. Ts also reviewed the lead numbers and all were in range, although some low spikes of the atrial impedance were noted suggesting spring contact issues. In addition, signal artifact monitor (sam) feature was turned off. Ts recommended reprogramming and turning sam on. The patient has a lot of medical issues, so it is not clear if these suggestions will be considered. This right atrial lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).